Manufacturer narrative:
Model number/catalog number: 72018501 serial number: n/a batch/lot number: 1100483767 model/catalog description: reservoir, flat, iz, 100 ml unique identifier (UDI) #: (B)(4). The device is not available for analysis; therefore, no physical analysis could be performed. The reported device performance allegations could not be confirmed. Migration, kinking, mechanical issues, and inflation issues are acknowledged within the directions for use (dfu) and are not related to off-label use or failure to follow instructions. The reported reservoir migration is a known risk associated with implant of these device as indicated in the instructions for use (IFU). The conclusion codes of known inherent risk of device and cause traced to component failure were assigned to this investigation.

Event description:
It was reported that a patient with an inflatable penile prosthesis (ipp) presented with a nonfunctioning device and difficulty cycling the device. A revision surgery was performed, during which the physician confirmed that the cylinders were not inflating, the pump did not fully recoil, the tubing was kinked, and the reservoir had migrated. The device was explanted and replaced. No additional information was provided.